Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left main (lm) artery. A 16 x 3.00mm promus elite drug-eluting stent was selected for treatment. However, during advancing, it was noted that the stent was off the balloon. Subsequently, snaring was attempted and the stent was pulled back. The physician was unable to get the dislodged stent into the sheath and it was left undeployed in the radial artery. The procedure was completed with another stent and the patient was discharged without further complications.